Event description:
This lead was implanted on (B)(6) 2007 and remains implanted at this time. A call to technical services placed on 10/29/2013 states that patient had 5 atrial tachy response events since the last they were checked. On the egm's that sales representative could look at there was noise on the atrial channel. He was able to reproduce the noise by having patient move their left hand to touch their right shoulder. The physician was dr. (B)(6) at his clinic in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).